Manufacturer narrative:
Follow-up received on 19-sep-2016 - quality-safety evaluation of ptc: ptc global number: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding. She underwent a bilateral salpingectomy procedure. Outcome was not reported. Both events are listed in the reference safety information for essure. After essure insertion, abdominal/back/pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Even though the repeated bouts of bacterial vaginosis could alternatively explain the pelvic pains, considering the nature of the event, a causal relationship with essure cannot be excluded. Considering its nature, the plausible temporal relationship and the lack of alternative explanation, a causal relationship between heavy bleeding and essure cannot be excluded. Additionally, non serious events were reported. This case was regarded as incident, since surgical removal of devices was required. Product technical analysis concluded that there is no relationship between the reported medical events and quality defect. Further information will be obtained through the litigation process.

Event description:
This is a spontaneous case report received from a lawyer/ attorney in the united states, on behalf of a plaintiff in united states on 10-aug-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Sometime following to the implant, plaintiff began to experience symptoms that included, but are not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (interpreted as mood swings), discharge, hot flashes, painful intercourse and back pain. In or about (B)(6) 2016, plaintiff underwent a bilateral salpingectomy, or removal of the fallopian tubes, to try and alleviate the symptoms. The reporter considers the events related to the essure. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding. She underwent a bilateral salpingectomy procedure. Outcome was not reported. Both events are listed in the reference safety information for essure. After essure insertion, abdominal/back/pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Even though the repeated bouts of bacterial vaginosis could alternatively explain the pelvic pains, considering the nature of the event, a causal relationship with essure cannot be excluded. Considering its nature, the plausible temporal relationship and the lack of alternative explanation, a causal relationship between heavy bleeding and essure cannot be excluded. Additionally, non serious events were reported. This case was regarded as incident, since surgical removal of devices was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chlamydial infection (20 years ago), subserous leiomyoma of uterus, multiparous, pap smear abnormal, colposcopy in 2003, cryosurgery in 2003, anemia and hypertension. Concurrent conditions included abdominal pain lower, endometritis, vaginitis and blood dyscrasia. Family history included cervix carcinoma (mother). Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced abdominal pain ("painful bloating/pain: abdomen"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), vaginal discharge ("discharge"), nausea ("nausea"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse/dysparenuia (intercourse hurts)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings (as written)"), hot flush ("hot flashes"), back pain ("back pain"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), vulvovaginal pain ("pain: vaginal") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (patient underwent bilateral salpingectomy and total hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, back pain, cystitis, urinary tract infection, vaginal infection, vulvovaginal pain and uterine leiomyoma outcome was unknown and the dyspareunia, vaginal haemorrhage, menorrhagia, nausea, fatigue, migraine and headache had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, urinary tract infection, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: 4 coils visible on left. 6 coils visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Patient underwent screening for cervical cancer. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 11-sep-2018: events-"migraines and sharp stabbing pelvic pains" outcome updated to "recovered / resolved and recovering / resolving" respectively, event "fibroids" added from pfs. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("sharp stabbing pelvic pains") and genital haemorrhage ("heavy bleeding") in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included chlamydial infection (20 years ago), subserous leiomyoma of uterus, multiparous, pap smear abnormal, colposcopy in 2003, cryosurgery in 2003, anemia and hypertension. Concurrent conditions included abdominal pain lower, endometritis, vaginitis and blood dyscrasia. Family history included cervix carcinoma (mother). Concomitant products included medroxyprogesterone acetate (depo-provera). On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and dyspareunia ("painful intercourse/dyspareunia (intercourse hurts)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), abdominal pain ("painful bloating/pain: abdomen"), menstruation irregular ("irregular and painful menses"), dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), bacterial vaginosis ("frequent bouts of bacterial vaginosis"), weight increased ("weight gain"), loss of libido ("loss of libido"), mood swings ("wood swings (as written)"), vaginal discharge ("discharge"), hot flush ("hot flashes"), back pain ("back pain"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), vaginal infection ("vaginal infection"), nausea ("nausea"), vulvovaginal pain ("pain: vaginal"), fatigue ("fatigue"), migraine ("migraines") and headache ("headaches"). The patient was treated with surgery (patient underwent bilateral salpingectomy and total hysterectomy) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, dysmenorrhoea, bacterial vaginosis, weight increased, loss of libido, mood swings, vaginal discharge, hot flush, back pain, cystitis, urinary tract infection, vaginal infection, vulvovaginal pain and migraine outcome was unknown and the dyspareunia, vaginal haemorrhage, menorrhagia, nausea, fatigue and headache had resolved. The reporter considered abdominal distension, abdominal pain, back pain, bacterial vaginosis, cystitis, dysmenorrhoea, dyspareunia, dysuria, fatigue, genital haemorrhage, headache, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, migraine, mood swings, nausea, pelvic pain, urinary tract infection, vaginal discharge, vaginal haemorrhage, vaginal infection, vulvovaginal pain and weight increased to be related to essure. The reporter commented: 4 coils visible on left. 6 coils visible on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion patient underwent screening for cervical cancer. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: reporter information was updated. This case concerns 36 year old patient. Her demographics were updated. Lab data was updated. Essure removal date was updated. Following events : abnormal bleeding (vaginal/menorrhagia), (bladder/urinary tract/vaginal) infection, nausea, pain: vaginal, fatigue, migraines and headaches were added. The events resulted from essure decrease or resolve following essure removal nausea, fatigue, headaches, abnormal bleeding and painful intercourse. Legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.